Event description:
This is the second report of two reports concerning the same patient. (See mfg report number 9615741-2014-00046. This report concerns the qwix implants. It was reported "a patient of ours had an allergic reaction to the integra qwix and uni-cp hardware. The surgeon would like you to contact her and get her all the information regarding the hardware and exactly what everything was made out of. On (B)(6) 2014, patient stated devices were implanted in her left foot on (B)(6) 2013. Patient developed 'full body hives' almost immediately that lasted until (B)(6) 2014 when all hardware was removed. Patient had a surgery in (B)(6) 2014. All hardware was removed and new hardware was inserted in her left foot. On (B)(6) 2014, hardware was removed again and hives have resolved. About 95%. From operative report: (B)(6) 2014, 'probable allergic reaction to retained hardware left foot.' Patient reported she had 10 screws and 2 plates in her possession that can be returned to integra for evaluation.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.